Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. All lots are verified that all required tests have been performed and all acceptance criteria are met prior to release. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6. And h.10. The returned wet sample was visually inspected and there were no obvious defects observed that would have contributed to the reported event. A pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. A calibrated console representing a current software version was then used to functionally test the sample. The sample could prime, and pass intraocular calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. This complaint has been reviewed and the sample was found to be conforming, therefore no further actions will be pursued at this time. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported after finishing preparation work, it was observed that the cassette leak when tested. The product was replaced and the planned procedure was completed. There was no patient involvement and no harm to the operating room staff.